Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/24/2025 the patient reported not receiving bg readings on the ilet pump after starting a new freestyle libre 3 plus sensor. The patient confirmed the sensor was connected only to the abbott mobile app and not to the ilet mobile app. The patient was advised to download the ilet mobile app for correct pairing. The patient was instructed to use backup therapy if unable to connect. On 08/26/2025 the patient confirmed the sensor was successfully paired with the ilet, which resumed displaying bg readings. No adverse health effects were reported.